Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported the first implant was removed because they put the battery in wrong, it was implant incorrectly. They had to put another device in, that was when it never functioned at all, stimulator was not functioning and not helping. Patient services tried to collect event date of when it was noticed the battery of first implant was put in wrong, it was on (B)(6) 2014. The current implant date was on (B)(6) 2015. Patient stated between (B)(6) 2014 and (B)(6) 2015 was the time he noticed that he couldn¿t charge, it was not working, so he met rep a few times prior coming to the conclusion that the implant was put in backwards, incorrectly, and there was a problem with device. No further complication and events were reported.

Manufacturer narrative:
Continuation of medical devices: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. Product ID 97714, serial# (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. It was stated patient lost his representative¿s contact information and was asking for the local rep¿s number. Patient services (pss) reviewed the role of rep and redirected patient to healthcare professional (hcp). Patient said he wanted to see the rep since his implant wasn¿t functioning properly. When pss inquired what patient meant, patient stated in previous report as testing phase worked great but permanent implant didn¿t, implant had been replaced because it was put in backward. Patient added detail to original call, patient said that when battery was replaced due to it being in backwards, the lead and everything else was replaced, and patient didn¿t think the new lead wasn¿t put in properly because he just wasn¿t getting the same result as he got during the trial. No further complication and event were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. The patient stated that their trial period worked perfect. The first implant was put in backwards so they could not charge. The inability to charge has not been resolved. The patient has a scheduled doctor appointment to review the unit on (B)(6) 2018. No further complications were reported/are anticipated.